Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was noted to be dislodged. A lead revision procedure was performed where this lv lead was explanted, and a new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the complete was returned and had dried blood throughout the lumen. Also noted was an area of abrasion on the lead, most likely due to the lead rubbing against another lead. Detailed tests were completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. All therapy was available. The allegations of high thresholds and dislodgement were not confirmed through laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.